Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty and detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.50 x 24mm synergy drug-eluting stent was selected for treatment. However, when the stent was implanted, the balloon was difficult to pull out. The physician gently tried to deflate the balloon and finally could pull it out, but the balloon was detached. The device was completely removed. The procedure was completed with this device. No patient complications were reported, and patient status was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). D6a implant date: corrected.

Event description:
It was reported that removal difficulty and detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.50 x 24mm synergy drug-eluting stent was selected for treatment. However, when the stent was implanted, the balloon was difficult to remove. The physician tried to deflate the balloon and gently remove, but the balloon tore was detached. The device was completely removed. The procedure was completed with this device. No patient complications were reported, and patient status was stable post-procedure. It was further reported that during stenting, the balloon catheter was inflated for 5 to 10 seconds.